Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found, lost water tightness due to damage on channel tube, scope switch 4 not working, worn out angle wire bending section, adhesive on bending section cover or distal sheath detached, universal cord wrinkle, and corroded control, circuit board, and scope connector due to water leakage. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that during reprocessing of the evis exeraiii bronchovideoscope, black oil like discharge was found coming from the air channel. It was reported that the device was previously used in a diagnostic bronchoscopy procedure and the procedure was successfully completed using the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to lubricant (molykote) which had seemingly gotten out of the leaking point of the biopsy channel. Olympus will continue to monitor field performance for this device.